Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
The analysis on the computer of the navigation system was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. A medtronic representative inspected the navigation system onsite and replaced the computer. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect computer was returned to the manufacturer for evaluation. The computer booted normally to the application screen. The issue could not be reproduced.

Event description:
A medtronic representative reported that while outside of a procedure, while performing an inservice, the navigation system's entire cart completely powered down and then booted itself back up and ran through its start up script. The issue occurred while navigating.